Event description:
Doctor states patient decided to explant cup and implant new tritanium revision cup with trident 10 degree liner 36mm head. Primary cup malposition.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as tritanium cup. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.